Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could be confirmed with the help of medical documents provided for investigation. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert for the available information and he opined that- ¿the revision is planned 5 years after the primary implantation of the implant. The CT-scan shows significant subsidence of the tibial component, and the component having a valgus deviation of about 21° in relation to the tibial axis. It also subsided anteriorly, and there are some cystic bone changes close the implant. There is no apparent loosening. Without early postoperative imaging available, it cannot be assessed whether the current implant position is a result of malpositioning during the primary surgery, subsidence, or both. The talar component looks well-fixed. There is no apparent loosening. Since the ankle¿s joint space appears to be symmetrical, there are no signs of problems with the pe-liner. The subsidence part of the tibial implant most likely has to do with bone quality issues. The malpositioning of the tibial implant may relate to a user-related issue.¿ based on the available information and medical expert¿s opinion the root cause for revision surgery is patient related factor. If device is returned or any further information is provided, the investigation report will be reassessed.